Manufacturer narrative:
Initial reporter's phone#: (B)(6). Investigation: confirmed: bd was able to confirm/ reproduce the incident in question. Samples/ photos analysis: a sample was received, and it is possible observe plunger rod damaged. DHR review: it was verified the batch record and the manufacturing date for this batch was july 13th to 15th, 2017. The process inspections were performed at properly frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at assembly machine; qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance record potentially related to the defect was observed. Conclusion: the probable cause for the defect is related to inadequate airflow at plunger rod feeder / air nozzles bad positioned at syringes assembly machine, allowing the damage product flow of the process. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a bd plastipack¿ syringe was broken before use. There was no report of injury or medical interventions.